Event description:
Reported by patient as: "during surgery, my doctor put a hole in my stomach and my left lower lung collapsed. I was in the hospital 29 days. I had my whole lap-band system taken out, and had an infection in my bloodstream and a big wound that required a visiting nurse." Follow up with the doctor reveals: "these events were related to her adhesions from a previous surgery, not the lap-band system. She had a perforation of the gastric fundus secondary to lysis of very dense adhesions."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 06/26/08. The product associated with this report will not be returned as the device was discarded. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Gastric perforation and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.